Event description:
Pt was in intensive care/trauma unit and lightly sedated. Pt was intubated and posey 2532 soft wrist restraints were in use. The pt broke the plastic buckle on the bed connecting side and extubated himself. The pt was not harmed. Hospital risk manager and central supply manager report that not all nurses were properly trained on how to apply restraints. Improper application may result buckle breakage if a great force is applied to the restraint. Product instructions and labeling show correct application. In this case, the restraint was improperly applied. The hospital's nurse, risk, and central supply managers are all aware of the correct application and are retraining all nurses on proper product application. Risk manager reports that "not a lot of nurses" did not know proper application.